Event description:
Broken abutment part stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken abutment part stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.